Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device also please refer to the local letter in pc level "(B)(4)". Visual analysis of the returned sample revealed that guidingblock f/locking attachment plate one of the positioning pin where the locking plate goes was pushed inside and no other issues were identified. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for guidingblock f/locking attachment plate. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : part number: 03.120.044, lot number: 87p2168, manufacturing site: haegendorf, release to warehouse date: 17 february 2021. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6)as follows: it was reported that on (B)(6) 2021, the guiding block is not attaching or removing from locking attachment plate. It was used in the previous day surgery. No further information is available. Concomitant device reported: unk: guides/sleeves/aiming: sleeve (part# unknown; lot# unknown; quantity: 1). This complaint involves two (2) devices. This report is for (1) guide block f/lckng attachment pl f/4.5mm lcp plates. This report is 1 of 2 for (B)(4). Related product complaint: (B)(4).